Event description:
It was intended to treat a severely calcified lesion in a lad. Balloon ruptured at 14 atm (np).

Manufacturer narrative:
The technical investigation of the returned pantera leo confirmed the case description from the field. The balloon has been inflated and deflated prior to the reported balloon issue. The inspection revealed amicroscopic pinhole proximal to the distal x-ray marker, as well as scratches with diagonal orientation and an abrasion of the balloon surface nearby the damage site. The review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device under complaint, no manufacturing or material related root cause was determined. The final root cause is most likely related to external factors during the procedure, such as the reported severe calcification.